Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, upon third inflation, it was noted that the balloon ruptured at 6 atm for 25 seconds. The device was completely removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.